Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported her daughter had one tampon where the string pulled out of the tampon while she was removing it. She was able to remove the tampon and did not seek medical assistance.